Event description:
It was reported the pt underwent a diagnostic angiogram followed by deployment of angio-seal device in 2004. The pt was discharged that day. Three days later the pt felt a sensation in the groin and bleeding was noted, necessitating hospitalization. An infected pseudoaneurysm was diagnosed. Three attempts to embolize the pseudoaneurysm were unsuccessful.the pt was started on IV antibiotics and discharge on oral antibiotics. The physician stated the complications were not attributed to the angio-seal device.